Event description:
Ventricular pacing lead placed in pt on 5/1/96 at 1620 for 3rd degree heart block. Pt pacemaker dependent and rhythm 100% paced. Pacing failed at approx 2200. Pt went asystole. Was resuscitated promptly but wouldn't pace. Conduction tests in vivo showed electrical conductivity through lead. Lead was removed and new one inserted with capture at 100% placement. Lead was black and tip appeared fractured. Wire was inserted through 5 lumen pacing pulmonary artery catheter and attached to external pacemaker.